Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 2 months post implant of this 27mm aortic bioprosthetic valve, the valve was explanted and replaced with a 23mm bioprosthetic valve of a different model due to severe aortic insufficiency. No additional adverse patient effects were reported.